Manufacturer narrative:
Evaluation summary: the reported event that both fixing screws for the grip front part detached could be confirmed. The visual examination of the screwdriver handle showed that on both sides of the grip front part the fixing screws are detached. The detached fixing screws were not returned for investigation. Because the fixing screws of the grip front part were missing the function of the revolving/rigid mechanism is not fully given. Depart from that the function of the blade release was not affected. The microscopic investigation showed that each countersink of the screw holes show typical friction traces. The typical friction traces are a result of the friction between screw and screw hole during tightening and indicates that the fixing screws were initially attached and firmly tightened. A loosening of the fixing screws is very implausibly. Moreover during assembly of the screwdriver handle a 100% self worker control takes place. As a preventive action related to the screw detachment of the grip front part a CAPA was previously initiated. The CAPA was closed on 2012-jun-19. First parts were manufactured in 2011-dec. The returned device predates the CAPA. Therefore no further corrective actions are deemed necessary. Indications for any material or manufacturing related problems were not determined in the investigation. Therefore no further action is required at this time.

Event description:
It was reported that the screw keeps falling out of the handles. We keep losing them we can not use them anymore. Also the distal radius driver is cracked.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that the screw keeps falling out of the handles. We keep losing them we can not use them anymore. Also the distal radius driver is cracked.